Event description:
It was reported that the patient experienced an erosion into the meatus with an inflatable penile prosthesis(ipp). The ipp was explanted, washed out and a new ipp was implanted. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.